Event description:
It was reported that a patient underwent a small bowel resection procedure on (B)(6) 2012 and a drain was inserted. The patient experienced bleeding at the incision site when the drain was removed on (B)(6) 2012. A hematoma developed and the patient was taken to surgery on (B)(6) 2012 for the removal of the hematoma. The surgeon opines that he may have damaged small blood vessels when he penetrated the trocar needle. Additional information has been requested.

Manufacturer narrative:
Additional information was received that indicates this event does not meet serious injury reportability criteria. This event is therefore not reportable.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.